Manufacturer narrative:
An event regarding stem loosening was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. -medical records received and evaluation: no patient medical records were available for review. -device history review: all devices accepted into final stock met specifications. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient was revised for loose femoral stem. Surgeon replaced with mod. Restoration stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Patient was revised for loose femoral stem. Surgeon replaced with mod. Restoration stem.